Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post procedure, the clip detached from one mitral valve leaflet and remained attached to the other mitral valve leaflet which required an additional mitraclip procedure as intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that there was posterior leaflet tethering. One clip was implanted and the mr was reduced to 2. On (B)(6) 2016, a follow up echocardiogram was performed which found that the clip was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. It was the physician's opinion that the slda occurred as a result of the posterior leaflet tethering. On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda and increased mr. One clip was implanted and the mr was reduced to 2. The patient was confirmed to be stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.